Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unspecified number of peritoneal dialysis (pd) patients experienced peritonitis. The cause of and treatment for the events were not reported. It was not if reported if the patients were hospitalized for the event. At the time of this report, the patients' outcome and action taken with pd therapy were not reported. No additional information is available.